Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a trunatomy rotary file separated during use. The broken tip was not retrieved and the tooth was pulled.

Manufacturer narrative:
Returned trunatomy small file 21mm is actually broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. No link can be established between breakage issue and information found during DHR review (batch #1615843). Root causes are not identified. We will track this kind of event and monitor the trend.